Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. During internal closure of the incision, the tip of the needle broke off and was retrieved at that moment. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5040436.

Manufacturer narrative:
It was reported that the patient underwent a left inguinal hernia repair procedure on (B)(6) 2015 and suture was used. The needle had broken off during internal closure of fascia apparently. It was also reported that no imaging warranted and no additional tissue dissection was performed to retrieve a needle piece from the incision. The tip of the needle was found and the needle with missing tip was identified in sharps box.